Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2023.

Event description:
It was reported that the patient experienced difficulty charging and turning on the ipg after a non-device related procedure. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.